Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited inappropriate shocks due to fast atrial fibrillation (af). Boston scientific technical services (bsc ts) advised the monitor only zone be turned off if no longer needed for diagnostic purposes. Bsc ts discussed that the device operated normally, and there were no adverse patient effects reported.